Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause could be due to an "inadequate component (pump and relief valve) selection". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed as high suction from the pw100 would not likely be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient stated the purewick was pulling everything out of the patient. Also stated patient had been dehydrated and has seen some blood on the wick after use. Patient had consulted with doctor who advised patient to hold off on using the purewick for a while and now had a foley catheter in. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated the purewick was pulling everything out of the patient. Also stated patient had been dehydrated and has seen some blood on the wick after use. Patient had seen doctor who advised patient to hold off on using the purewick for a while and now had a foley catheter in. No medical intervention was reported.